Event description:
It was reported that the atrial lead exhibited oversensing and low impedance. A chest x-ray showed possible clavicular crush. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.